Event description:
It was reported that while the ventilator was connected to a pt, the ventilator was found to be not delivering set rate or tidal volume. The respiratory rate was set at 20 but, the pt respiratory rate was 10 to 14. The set tidal volume was 170, but the ventilator tidal volume was reading sporadically 20's to 250's. The pt's breathing was variable and asynchronous with ventilator. The therapists determined that the ventilator was malfunctioning and exchanged it. The pt experienced temporary harm due to what was perceived as ineffective ventilation (higher pco2's, general discomfort, agitation). The issues were corrected after the ventilator was switched out to different one. The final pt outcome was no harm. (B)(4). MFR ref #8010042-2015-00275.